Manufacturer narrative:
Correction to initial MDR additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: artisan surgical lead, 50cm additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) additional information was received that the patient had undergone a non-device related surgery wherein monopolar diathermy may have been used. The patient underwent an explant procedure wherein the ipg, leads and lead splitters were removed. Prior to surgery the leads were displaying high impedance readings, and the patient¿s ipg would not maintain a charge. The patient was doing well post-operatively. The physician did not suspect device malfunction. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that after a non-device related surgery the patient had difficulty charging the ipg and would undergo an explant procedure.

Event description:
A report was received that after a non-device related surgery the patient had difficulty charging the ipg and would undergo an explant procedure.

Manufacturer narrative:
Sc-1132 s/n (B)(4): the ipg passed all the required tests and revealed no anomalies. Sc-2316-70 s/n (B)(4): all sixteen cables were fractured at the bent/kinked sections of the lead body. The lead was fractured at the clik anchor site, 1 cm from the set screw mark. No cables were exposed. In addition, the setscrew mark was imprinted on the contact #15 and 16. Two cables were open in the proximal array between contacts #7 and 8. Sc-2316-50 s/n (B)(4): all sixteen cables were fractured at the bent/kinked sections of the lead body. The lead was fractured at the clik anchor site, 1 cm from the set screw mark. No cables were exposed. In addition, the setscrew mark was imprinted on contact 16. Two cables were open in the proximal array between contact 8 and contact 9, and one cable at the proximal end. Sc-3400-30 s/n (B)(4): visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found. Sc-4316, lot 16067313: one of the click anchors has two missing silicon eyelets; the other one has a torn eyelet without missing silicone. The missing silicone was not left inside the patient.

Event description:
A report was received that after a non-device related surgery the patient had difficulty charging the ipg and would undergo an explant procedure.

Manufacturer narrative:
Event date: (B)(6) 2014.